Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Part analysis: the reported condition of drawer slides failing was confirmed by the fse. According to work order (wo) (B)(4), main half-height (hh) drawer 2.1 was hard to open. The field service engineer (fse) identified that the slide rails were damaged and replaced the hh drawer, installed the pockets into the new drawer, and tested it in hta. External visual inspection of the received assy smart hh cubie drawer was conducted. No visible damage was found during the inspection. The returned drawer was placed on the test bench and manually opened. The top drawer opened; however, it was observed sticking and required additional force to fully extend. The bottom drawer opened without issues. The drawer was then placed upside down and manually opened to observe the operation of the drawer rails. The bottom drawer rails were observed opening with no issues. The bumper stops and bearing retainers were intact and operating as intended. During the internal inspection the top drawer was observed with the left bearing retainer migrating past the bumper stop toward the rear of the drawer. The ball bearings were observed intact. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause for the reported failed drawer, drawer hard to open was identified and attributed to a migrating bearing retainer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 stuck when the user released to dispense medications. As per part investigation, it was determined that there was left bearing retainer rear, migrating out of the rail. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawer 2-1 in the main was difficult to open and verified that the slide rails in the half height cubie drawer were defective. The fse replaced the cubie drawer assembly, installed pockets into the new drawer, and conducted tests in the hardware testing application, as well as in the application with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was stuck. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.